Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all leaflets are slightly stiff but flexible except where host tissue extends on the inflow and outflow. Tears and abrasions through the free margin and lunula of the right cusp appear consistent with historical findings for long suture tail wear and contact with the bias cloth. Abrasions in the belly of the left cusp appear to be due to contact with host tissue on the inflow margin of attachment. A small tear and abrasion through the lunula of the left cusp appear to be due to contact with the bias cloth along left outflow rail. The right and non-coronary leaflets were in the closed position. The left leaflet appeared partially open towards the outflow rail. Tissue deterioration due to calcification was noted on the left/right commissure with dehiscence observed. The right/non-coronary and left/non-coronary commissures appeared to show early signs of dehiscence. Glistening off-white pannus remains attached to the sewing ring on the inflow, covering the tissue and base stitching adjacent to the left and right cusps into the left/right inferior coaptive area. Remnants of pannus lined the sewing ring on the outflow, onto the outflow rails adjacent to the non-coronary and right cusp and back of l eft right stent post. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on all commissural areas, on the right and non-coronary outflow rails, and along the sewing ring. Conclusions: since the valve has been implanted for over approximately 20 years, it¿s very unlikely that the high gradients is due to any potential manufacturing issue. Based on the risk analysis and historical trend, immobile leaflet was one of the most common mechanisms which could lead to high gradients. Pannus would be the common cause for immobile leaflet. Calcification was confirmed on the returned valve. Calcification and pannus growth are inherent risks of bioprosthetic valve replacement and can be patient-related conditions. D2: product code updated d4: serial # added d9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Implanted date is 'year valid' only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 20 years post implant of this 23 mm aortic bioprosthetic valve, it was explanted and replaced with a 23 mm non-medtronic mechanical valve. The reason for the replacement was reported as increased peak pressure gradient of 101 mmhg caused by valve calcification . No additional adverse patient effects were reported.